Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high threshold, decreased sensing amplitudes, and oversensing due to noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislocated. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events were dislodgment, high threshold, decreased sensing amplitudes, and oversensing due to noise. A complete lead was returned in one piece for analysis. As received, the helix was extended and could not be retracted due to blood/tissue in the helix housing and on the inner coil. The inner coil was also over torqued at the connector region. The lead was cleaned and application of direct torque to the coil, the helix could be retracted and extended. The full helix extension length was within specification. The reported events of high threshold, decreased sensing amplitudes, and oversensing due to noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis found damages that are consistent with procedural damage.